Event description:
A falsely depressed bun result was obtained on a patient sample. The result was not reported to the physician. The same sample was repeated on the same instrument system and a higher result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed bun result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed bun result was sample integrity. The bun flex(r) reagent cartridge IFU cautions: "follow instructions provided with your specimen collection device for use and processing." The instrument is performing within specifications. No further evaluation of the device is required.